Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported iipdtl driver tip was not returned for inspection, and could not be physically examined, or functionally tested. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4). Device will not be returned.

Event description:
Customer reported that the iipdtl driver disconnected from the implant while being transported to the implant site and fell to the floor. Another implant was used during the same procedure to complete the implant placement.